Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 6/11/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient with history of left ventricular hypertrophy (lvh), coronary artery disease, heart failure with reduced ejection fraction and mural thrombosis, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 200 ml of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved as of leaving procedure area. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The irrigation flow was set at 15 ml/min. The activated clotting time (act) was >300 seconds. No error messages were observed on any biosense webster inc. Equipment during the case. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.